Event description:
Aortic valve deployed. It was decided by the doctors to remove valve and replace with a new valve. It was communicated that they felt pt's anatomy was the reason for poor valve fit. The valve was removed and a new valve implanted. Per direct flow rep, the device was intact.